Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along almost its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on exposed proximal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. During unpacking of a 3.00 x 20 synergy¿ drug-eluting stent for use, the physician removed the device from the housing and noticed that the stent had moved forward on balloon from its normal position and was not located and aligned between the markers. The physician inspected the stent and noticed that the distal part of the stent was not in accustomed shape and appeared to be slightly flattened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and safe throughout the procedure. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent moved on balloon and stent damage occurred. During unpacking of a 3.00 x 20 synergy¿ drug-eluting stent for use, the physician removed the device from the housing and noticed that the stent had moved forward on balloon from its normal position and was not located and aligned between the markers. The physician inspected the stent and noticed that the distal part of the stent was not in accustomed shape and appeared to be slightly flattened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and safe throughout the procedure. This product is only ous approved but it is similar to an approved u.s. Device.